Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a big air bubble in the reservoir. The air bubble was found when the customer was troubleshooting the insulin pump for high blood glucose. The customer's blood glucose level at the time of the incident was 409 mg/dl. The customer treated their high blood glucose with the insulin pump. The air bubble's size was close to that of a pencil eraser. When the customer removed the reservoir from the insulin pump she saw that there were bubbles everywhere inside the reservoir. Troubleshooting was performed and the air bubbles were removed. Additionally, the customer had experienced a no delivery alarm in the past. The alarm was resolved when the customer changed the infusion and reservoir set. The device will not return for analysis.